Event description:
It was reported that this pacemaker system exhibited a high out of range right ventricular (rv) pacing lead impedance measurements measuring greater than 2,000 ohms. A lead safety switch (lss) was declared which switched the pace/sense configuration from bipolar to unipolar. It was noted that rv pacing impedances have been gradually rising since the end of april. Additionally, it was noted that thresholds have been rising. There were no observations of noise. Technical services discussed possible causes and provided programming options. At this time, the system remains in service. No adverse patient effects were reported.